Event description:
It was reported that a patient underwent a cerclage procedure on an unknown date and suture was used. About one month after the procedure, the suture separated and then caused a threatened premature delivery. The surgeon opines that either the suture deteriorated early or the knot loosened. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch: hkm777, expiration date: 07/31/2016, date of mfg.: 09/04/2014. Batch: hkk421, expiration date: 07/31/2016, date of mfg.: 09/24/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.